Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 58-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage d was receiving impella 5.5 support via an axillary approach. Following transfer to the ICU, the patient was noted to have suspected axillary access site bleeding. Ultrasound performed on (B)(6) demonstrated a soft tissue hematoma surrounding the impella catheter at the axillary site. The patient was receiving anticoagulation therapy with heparin, monitored using anti-xa (reported value 0.4 at the time of the event). Hemostasis was achieved with application of a pressure dressing, and the heparin drip was continued. Separately, during the hospitalization, the automated impella controller (aic) was reportedly knocked over by radiology staff, resulting in damage to the front cover and optical pin area. There was no reported patient harm associated with the aic damage. The aic was removed and exchanged for another. Based on the available information, the patient experienced axillary access site bleeding manifested as a hematoma while on impella 5.5 support, which was managed conservatively with a pressure dressing without the need for blood transfusion. An aic device damage event also occurred without patient impact. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. The impella aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
The root cause of the broken pump connector cover on ic12091 was the aic being knocked over in the field.

Manufacturer narrative:
B5 narrative was updated.

Event description:
Clinical narrative: (updated 2026-4-28). An impella 5.5 device was inserted via a right axillary surgical arterial approach in a 58-year-old male for the indication of cardiomyopathy. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) shock stage d. Following transfer to the intensive care unit (ICU), the patient was noted to have suspected axillary access-site bleeding. An ultrasound performed on april 11 demonstrated a soft tissue hematoma surrounding the impella catheter at the axillary site. At the time of the event, the patient was receiving systemic anticoagulation with heparin, monitored using anti-factor xa levels, with a reported value of 0.4. Hemostasis was achieved with application of a pressure dressing, and the heparin infusion was continued. No blood products were administered. Separately during the hospitalization, it was reported that the automated impella controller (aic) was knocked over by radiology staff, resulting in damage to the front cover and optical pin area. Additionally, a sterile sleeve tear/separation was noted. The aic was removed from service and exchanged for another console. Ten days later the team observed the lab of plasma free hemoglobin to be rising. The inlet possibly was interacting with the mitral valve leaflets. When repositioning to troubleshoot for hemolysis signs, they observed thrombus on the pump inlet. The following day, day 23, the pump was weaned and explanted. Based on the available information, the patient experienced axillary access-site bleeding manifested as a hematoma, which was managed conservatively with a pressure dressing. Access-site bleeding is a known risk associated with large-bore arterial access and the anticoagulation and purge requirements of impella support. The sterile sleeve tear/separation and aic damage were addressed through console exchange. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed without consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
D9, date of product return, has been updated.